Event description:
Customer reports being hospitalized due to dka. Customer states that a no delivery alarm occurred on pump prior to hospitalization. While troubleshooting with technician, full segment display anomaly occurred on pump. Certified diabetes educator later called back and reported that she feels pump is working. Pump passed all tests during troubleshooting. Full segment display did not recur.